Event description:
Literature review titled "anaplastic large cell lymphoma: unusual clinical and pathologic findings: a report of the 2023 sh-ea4hp lymphoma workshop¿ reported "a female patient with a history of breast implants developed recurrent periprosthetic effusion and was diagnosed with breast implant-associated anaplastic large cell lymphoma (bia-alcl). Diagnostic workups included fine-needle aspiration, lymph node evaluation, flow cytometry, and fish testing. Also, the patient presented with fever, night sweats, weight loss, generalized body aches, and bilateral supraclavicular lymphadenopathy". Histopathological marker cd30+ has been received. Pathological marker alk- has not been received. Hence the report of alcl has not been confirmed. Case noted as (B)(4). This record is for the unknown side. Device was explanted.

Manufacturer narrative:
Though the manufacturer of the device has not been confirmed to be abbvie, this record will be considered reportable following a conservative approach. Literature article citation: jie xu, eric d hsi, roberto n miranda, mario l marques-piubelli, l jeffrey medeiros, andrew l feldman, anaplastic large cell lymphoma: unusual clinical and pathologic findings: a report of the 2023 sh-ea4hp lymphoma workshop, american journal of clinical pathology, volume 164, issue 1, july 2025, pages 110¿125, https://doi.org/10.1093/ajcp/aqaf029. Additional contributing healthcare professionals and contact information: eric d. Hsi, md. Department of laboratory medicine and pathology, mayo clinic, rochester, mn, united states. Roberto n. Miranda, md. Department of hematopathology, the university of texas md anderson cancer center, houston, tx, united states; mario l. Marques-piubelli, md department of hematopathology, the university of texas md anderson cancer center, houston, tx, united states; l. Jeffrey medeiros, md department of hematopathology, the university of texas md anderson cancer center, houston, tx, united states; andrew l. Feldman, md. Department of laboratory medicine and pathology, mayo clinic, rochester, mn, united states. The event of breast implant associated anaplastic large cell lymphoma (bia-alcl-suspected) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: suspected alcl, cd30+ confirmed and alk- not provided.